Event description:
It was reported that the patient experienced inadequate stimulation. X-ray confirmed that the spinal cord stimulation (scs) leads migrated. The patient underwent a revision procedure where the physician pulled the leads to re-position them. Post operatively, the patient was doing well and receiving excellent stimulation coverage.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7110348.